Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings:during testing, the pump was powered on and the display screen appeared dim and discolored. Additionally, the battery compartment was observed to be cracked. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a dim and discolored display. This report is made based on results of investigation completed on (B)(6) 2015.